Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient fell several times on (B)(6) 2018. As a result, the patient is now experiencing pain and discomfort, described at burning, at their ipg site. Reportedly, the patient experienced swelling at their ipg site both prior and after the fall. The patient has been instructed to apply ice to the area. Surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2018 to have their ipg repositioned. Patient was programmed post operatively and effective therapy was restored